Manufacturer narrative:
An event of the occluder embolizing into the patients right ventricle was reported. A more comprehensive assessment could not be performed, as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that a 32mm amplatzer septal occluder (aso) was selected for implant in a patient with a large atrial septal defect (asd) on (B)(6) 2021. Imaging was difficult to do via transesophageal echocardiogram (tee). Therefore, intracardiac echocardiography(ice) and transthoracic echocardiogram (tte) were used in addition. Balloon sizing measured via tte, ice and fluoroscopy showed the defect measurements of 29-31mm. A 32mm aso was selected and after several attempts the device was deployed in the appropriate position without being released from delivery cable. While analyzing placement in several views it was decided to do a push then pull test to check for stability. With minimal pull on the first attempt the device came back to the right atrium still attached to the cable. Soon after, while discussing whether to try again or send the patient to surgery the device came off the cable and embolized to the right ventricle. It was decided to send the patient to surgery to remove the device because the patient would need the asd closed surgically, rather than attempting to retrieve the device percutaneously. The patient is currently stable. No additional information was provided.